Event description:
Information received indicates the brakes are not holding when the brake pedal is engaged.

Manufacturer narrative:
The technician inspected the casters and found the teeth on all four casters were worn, causing casters to swivel when the brake was engaged. The technician replaced all four casters to repair the stretcher.